Manufacturer narrative:
Approximate age of device - 4 years 3 months. The replaced portion of the driveline was received for analysis. The evaluation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad system indicated pump speed decelerations and pump stoppage events. Review of the log file by the manufacturer's technical services confirmed the pump stoppage. These events only occurred when the lvad system was connected to the power module. The healthcare providers requested an external percutaneous lead (driveline) repair. On (B)(6) 2018, an external driveline replacement was performed by the manufacturer¿s technical services representatives. After the repair, no further alarms were observed while the patient was connected to the power module with the use of a grounded patient cable.

Manufacturer narrative:
This report is being submitted to provide the testing of the returned external portion of the driveline: approximately 21.5 inches of driveline was returned for evaluation. The outer silicone jacket was covered with black tape approximately from 2.5 to 11 inches from the proximal end of the metal connector. Removal of tape revealed multiple areas of small tears and twists on the outer silicone jacket approximately between 8-1 inches¿. Examination of the driveline found some shield breakdown approximately at 2-5 inch and 11 inch from the system controller connector end. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no issues that would have contributed to the confirmed pump stop. High potential (hipot) testing did not reveal any current leakage in the insulation of any of the wires that would have contributed to the reported event. No further information is available. The manufacturer has closed the file on this event.

Manufacturer narrative:
Although the reported pump stop events were confirmed through the analysis of the log file that was provided by the account, the cause could not be conclusively determined through the evaluation of the returned driveline. The patient remains ongoing on heartmate ii lvas. The account communicated that the alarms were not reproduced after the patient was placed on a grounded patient cable following the repair. The hmii lvas IFU and patient handbook contain information regarding driveline care; however, all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.